Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements >125 ohms. Technical services (ts) was consulted, and through assessment of the system determined that the implantable cardioverter defibrillator (ICD) of the same system has shown stable impedance measurements since it was implanted. Ts recommended to continue monitoring the rv lead and reprogram it to deliver max shocks so that effective therapy can be delivered. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements >125 ohms. Technical services (ts) was consulted, and through assessment of the system determined that the implantable cardioverter defibrillator (ICD) of the same system has shown stable impedance measurements since it was implanted. Ts recommended to continue monitoring the rv lead and reprogram it to deliver max shocks so that effective therapy can be delivered. No adverse patient effects were reported. This lead remains in service.